Event description:
Add'l info received from reporter on 10/20/2016 for #mw5065241. Attached is a 7 second video, "that's where the buttock used to be." This was 4 years after surgery. I was disabled from day one. Fully, permanently, progressively, and in hellish, unrelenting pain with no remediation. The reason I went to the certified plastic surgeon was for a conservative medically indicated breast reduction. He was highly referred by my physician at the time. I was athletic, healthy, happy and running successful business up until the day of surgery. I was fit with huge breasts and a tiny breast. I had a long wonderful life to look forward to. I came out of surgery with my gluteus gone, (muscles gone too, as stated by doctors and shown in MRI's and clearly visible on my body.) As you can see from the photos, he got me all the way down my leg into my it bands, and my knees. He actually made port marks on my hamstrings, my shins under my knees, my infra gluteal crease, all over my buttock. He sucked out on my trochanter so I have zero padding on my hipbones. I have no idea why he did any of this. I was a hiker, runner, weightlifter, yoga practitioner, ate no processed food or sugar, etc., and neither "asked for" for or "needed" what this man did to me. The surgeon states on the operative report that he used 4 mm. Mercedes power assisted liposuction on my hip area. He states he used 3 mm. Mercedes power assisted liposuction on my "knee" area. I didn't know he was going to use pals. I didn't even know what it was. The surgeon said afterwards that he "only" took a few liters. Here's the thing though: I had no weight to lose. I was as fit as could be. Also, he said he learned to use this tool by reading instructions out of a box. He made dozens of incisions that he left open to bleed out along with full breast reduction. I was a bloody mess. He told me not to go to the emergency room. What could they do to fix me? They can't put back my muscles and needed connective tissues. I am at risk for homelessness since (B)(6) agrees that I am permanently disabled by this surgery using pals. I have examined the pt. In addition to the surgical scars from breast reduction, she has obvious multiple surgical port marks likely from liposuction. They are seen all the way down to the distal knees from the hip areas. There are multiple port marks on her gluteus, beneath the gluteal fold, and on her posterior legs over the hamstrings. According to dr. (B)(6) notes, he was suggesting not doing liposuction in certain areas, but now you can see port marks in these areas. The pictures after surgery reveal the extent and point out some of the unnecessary procedures. None of the pts I have seen have shown such "horrendous" results from liposuction. Myofascial and other tissues - more than just removing subcutaneous fat. This is clearly visible on the photographs where you can see deep skin crevasses, uneven skin and multiple pockets, and sagging areas - none of which are cosmetically acceptable or medically acceptable. In addition to the emotional duress, the pt has been experiencing an extreme chronic pain syndrome as a direct result of the surgery and the pain has caused almost total disability. Her pain syndrome likely is from the extensive disturbance of cutaneous and subcutaneous and other tissues, which would likely be permanent. The myofascial supporting structures have been perturbed in such a way as to lead to some of her chronic pain and abnormal postural alignment which then leads to many orthopedic and other problems. As you can see, the tissues are over-stretched, leading to multiple pockets of painful adhesions that pull tightly upon movement. The most dramatic areas are at the buttocks thighs, and flanks. These procedures, when performed, cause many other systems of the body to be affected - muscular, lymphatic, circulatory, mobility and others. The surgical plan and consent does not offer any indication that her posterior legs and buttocks would be operated on. Likewise, the anesthesia and operative reports list only three specific sites for liposuction. Performing surgery without proper informed consent falls below the standard of care and is evidence of clear negligence. On exam (B)(6) appeared and felt to be "as if wrapped in bubble wrap" with abnormal texture and tenderness to palpation of the soft tissues. Movement (including sitting) greatly exacerbates her pain, she is unable to work or do much in terms of daily life functions. Multiple pain and other medications have not remediated the chronic pain. It is my opinion that much of the surgery performed by dr. (B)(6) was excessive and contra-indicated. This surgery fell below the standard for care, show evidence of negligence, and has caused irreparable harm to mrs. (B)(6) life. Before surgery, the pt was a highly functional, physically active, and employed person. Now, ms. (B)(6) is totally and permanently disabled, and her health continues to decline. Assessment: (B)(6) was unable to complete all the physical mobility tasks required to use fixed route transit. It is my opinion that ms. (B)(6) be granted unrestricted access (B)(6) services. She currently does not demonstrate the balance and stability to safety ambulate community distances. Her chronic pain makes ambulating even short distances extremely difficult and increases her risk for falls. Her ambulation velocity correlates to increased fall risk and if she does fall her left lower extremity deformity would likely result in a hip fracture secondary to lack of soft tissue. Alleged impairments: botched surgery caused structural harm; botched surgery caused severe chronic pain; botched surgery caused mobility issues; botched surgery caused decline in overall health; botched surgery caused sleep problems; botched surgery caused concentration problems.

Event description:
Additional information received mw5065241. A photo of my body about 6 weeks post surgery. You can see I was a fit person. The mutilated parts are not shown in the photo, except that knowing my own body, what I see is that my hour glass shape was taken away as the surgeon sucked out wanted, needed tissues on the sides of my waist and into my tormenter, leaving me with zero padding over my bones and you can see the horrific damage with time, showing muscle penetration, disabled me, leaving me in agonizing, unrelenting pain, unable to sit, walk, sleep, eat, breathe normally. I can't support myself or have any social or quality of life. I am living in a pal, power assisted liposuction by microaire nightmare. I didn't even know that this was going to be used on me.

Event description:
Caller reporting on micro aire power assisted liposuction device. On (B)(6) 2011 caller went in for a medically recommended reduction of her breast, and her plastic surgeon advised her to contour her body for the breast reduction to look good and proportionate with her body. The surgeon took about 6.5 pounds of body fat from her waist to her shin. Caller advised she consented to only parts of her body for the contouring but she woke up and all the fat from her gluteus was removed and she did not consent to having fat from her gluteus removed. Caller reports she was healthy and fit and used to work out 90 mins a day. After the procedure, she has suffered a lot of negative side effects that has caused her to be on permanent disability. She has ended up with a prognosis of not living long due to all the side effects from the procedure. Some of the effects she experiences include excruciating pain for which she takes sleep medication as pain medications do not alleviate the pain. She has terrible taste in her mouth, tooth decay, insulin resistance and muscle wasting which has decreased her height from 5ft. 2 inches to 5ft now. She is unable to stand up straight as a result of all the muscle wasting; she also has severe osteoporosis, immune system problems, high blood pressure, metabolic issues and cardiovascular problems. Liposuction was also done around her breast area and all her estrogen was taken out and it stopped her periods a month after the procedure "my system is dry as a bone." Caller has already reported to the manufacturer and provided a link to a video on (B)(6). Additional documents will be faxed to the FDA.